Event description:
A patient reported they were able to obtain a blood glucose result for one week from their one touch ultra. Their meter allegedly would not power off. Patient claimed they felt "sick all over". No comparison was made with any other device. Treatment was not administered. No further information has been reported.